Event description:
A customer reported experiencing no phaco power during setup. In addition, pre-phaco steps were appearing when they should not. The customer contacted a company representative and a pre-surgical setup and handpiece check was performed over the phone. The system appeared to be functioning properly, however, the surgeon did not feel comfortable performing surgery, so the procedure was canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative walked the customer through the pre-surgical set-up steps and confirmed that the system functioned properly. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 6, 2006. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4)